Event description:
In 2009, the patient reported that four days prior, her insulin infusion set luer lock split and disconnected from her infusion device which resulted in an elevated blood glucose reading of 22 mmol/l (396 mg/dl). She stated, she smelled insulin and when she checked the connection between the tubing and her device, she discovered the luer lock was split. She replaced the infusion set and bolused to correct her elevated reading. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.